Event description:
It was reported that a patient underwent an unknown general surgery procedure in 2023 and suture was used. The suture broke while using it in a general surgery procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/9/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested the following was obtained: * were there any patient consequences? There were no patient consequences reported. The surgeon had to open several suture packs to complete the closure, instead of only one. * what is the procedure date? The date of reporting is 17th of october however the surgery date is not confirmed. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the source of information is the supply chain team and the surgeon himself: the surgeon is called dr (B)(6) and (B)(6) from supply chain (his email is already shared on the complaint) the affected product is not available. However, they have more pieces of the same batch. Let me know if it needs to be shipped. The following information was received: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08698.